Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of a break in aseptic technique and peritonitis in a home patient (hp). On an unreported date, the hp experienced a break in aseptic technique, described as the hp made mistake and area not cleaned before starting pd therapy. On (B)(6) 2012, the hp experienced peritonitis. The hp was not hospitalized for the event. The hp was treated with ip injections of vancomycin (2gm once in 7 days), fortum (1gm/day) and heparin (1000iu in each bag, frequency not reported). Per the hp, the cause of the peritonitis was the break in aseptic technique. It was not reported if the hp was retrained on proper aseptic technique. At the time of this report the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.